Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was stuck on the cystic duct. The device was pried open with no damage to the duct. Another device was used to complete the case with no patient consequence. The device was discarded.